Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker determined the cause of the reported issue to be a faulty reed switch sw5. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed the device did not power on automatically when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.